Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient had not had her therapy on since (B)(6) 2017, because it was not working very well. The patient reported in order to have it working she had to have it up really high, and then it was shocking her. The patient stated one of her doctors wanted her device "reset" with something different and thought the patient was a candidate for a different battery with different settings/programs. The patient reported her doctor told her the leads had been pulled further down that they thought, so that was part of the issue. The patient said the first time they checked the location of her leads was right after implant, because she had thrown up pretty significantly. The x-ray showed that the leads had started to move. The patient had an x-ray done last month that showed the leads again had been pulled down significantly more than they were. The patient reported she had an upcoming appointment with her doctor in (B)(6) 2018.